Manufacturer narrative:
Based on the claim against the product by the customer noting arm 4 carriage was not moving, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding carriage not moving was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, arm 4 carriage was not moving on the system. The system was checked prior to starting the procedure and everything appeared to be normal, there were no error messages on system. The issue occurred during initial instrument insertion when the patient under anesthesia at the time and ports were placed. The procedure was delayed around 20-30 mins while troubleshooting and exchanging patient carts with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The unit was analyzed, and the reported failure was confirmed and replicated as the unit was tested on an in-house system and failed in normal mode with errors 23087 and 25930, which required the arm to be disabled. The unit was also tested on a patient side cart fixture test platform (pftp) and failed the carriage friction test on degree of freedom (dof) 9. After further investigation in the carriage, particulate debris was found in the instrument sterile adaptor (isa), rotors, and joint senses mirrors. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue.